Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that on three devices safety mode was triggered within the last year to six months of battery life. Two were replaced without incident. The third was also replaced, but the patient presented with syncope and recurrent failure to output therapy was observed, requiring transcutaneous pacing. No additional adverse patient effects were reported.

Event description:
It was reported that on three devices safety mode was triggered within the last year to six months of battery life. Two were replaced without incident. The third was also replaced, but the patient presented with syncope and recurrent failure to output therapy was observed, requiring transcutaneous pacing. No additional adverse patient effects were reported.